Event description:
It was reported that this right atrial (ra) lead had triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement, and the patient was seen at the hospital for further evaluation. Noise with oversensing was observed in unipolar, and it was suspected that the lead was fractured. The location of the lead fracture was not conclusively determined via imaging. However the physician noted that the puncture site was proximal to the costoclavicular ligament, and this may have contributed to the suspected lead fracture. This ra lead was explanted, and replaced. And it was noted that a distal puncture was performed when placing the new ra lead. No additional adverse patient effects were reported. This ra lead will not be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.